Manufacturer narrative:
(B)(4). Investigation summary: it was received for analysis a sample of product code g814t, lot al6639. During the visual inspection of the sample, the paper of overwrap packet was observed delaminated. A functional test was performed to the packet and the seal strength force met the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the condition of the samples, the assignable cause of the ease of opening is caused by delamination.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. At the moment of opening the suture, the suture package did not open properly, thus contaminating the thread. There were no patient consequences reported.